Event description:
It was reported that during a follow-up visit interrogation showed no capture on the right ventricular (rv) lead. It was also reported that there were small r waves that were trending down. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076-52 lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.